Event description:
Reportedly, the phlebotomist was stuck with a contaminated needle. She is alleging that the needles do not drop freely through the opening of the sharps container. She has been through the needle stick protocol program. No patient injury occurred.